Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced recurrent red heart alarms. The pt was switched to two different system controllers, and the second one resolved the alarm. The surgical team decided to exchange the pt's pump due to suspected driveline fracture.

Manufacturer narrative:
Please reference MFR report # 2916596-2013-01543 for history of the prior event. The system controller was returned to the manufacturer for evaluation. During the evaluation of the system controller revealed that the system controller was unable to operate the pump when connected circuit analysis performed on the system controller revealed damage to the system controller's motor drive circuitry. These findings are indicative of damage caused by a compromised percutaneous lead of the pump. Based on these findings, the root cause of the pump stoppage, and damaged to the returned system controller can be attributed to a percutaneous lead issue. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.